Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data from (B)(6) 2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 29-may-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 29-may-2025 in the pump history file due to no data available. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/high ketones. Display anomaly-blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with elevated high ketones and the insulin pump screen was blank. The customer visited to emergency room for treatment. Customer was treated with intravenous insulin drip. The event involved product(s) mmt-1884. Troubleshooting was performed for blank display and found that the battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. The troubleshooting was partially performed for high blood glucose and the customer was using the insulin pump within 48 hours of the reported event and also it was unknown whether the customer used the auto mode feature at the time of the event or not. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer has returned the device for analysis.